Manufacturer narrative:
H6 (adverse event problem) was updated. The reported complaint that the back casing of the autopulse platform (sn (B)(6)) that goes over the rotator comes away far too easily, and the lifeband kept popping off from the back of the platform was not confirmed during visual inspection or functional testing. The customer reported problem could not be reproduced and the platform performed as intended. The secondary complaint that the platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error messages was confirmed during archive review and functional testing. According to the customer, the ua45 was previously cleared. However, during functional testing at zoll, the platform displayed ua45 error message that could not be cleared, due to a failure of the encoder. Visual inspection was performed and found no physical damage to the returned autopulse platform. A review of the archive data showed ua45, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua45 displayed upon powering on. The drive shaft could not be adjusted to the home position due to the defective encoder. The integrated encoder gearbox was replaced to remedy the problem. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint of ua45, and no similar complaints were reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the back casing of the autopulse platform (sn (B)(6) that goes over the rotator comes away far too easily. During arrest the other day and the lifeband kept popping off from the back of the platform. It was pointed out that the band is not fitting properly and can easily be pulled out. Use of the platform was discontinued, and a lucas device was used. After the arrest the customer took the lifeband off, checked it was placed on correctly and tried it on a dummy and there were no issues. No device malfunction is suspected for the lifeband. Prior to the event, in training, they were experiencing user advisory (ua) 45 (not at "home" position after power-on/restart) error messages, but electromed department reported the errors appeared to have been cleared. No patient harm reported.